Manufacturer narrative:
The cool line catheter associated with this complaint was discarded by the customer. Since the catheter was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that during ivtm therapy, the patient was inserted with a cool line catheter. After an unknown period, the customer noticed the blood backing up in the tubing. The catheter leak and 500 ml of saline infusion were suspected. The reporter did not provide information if the catheter was replaced or alternative therapy was utilized. No consequences or impact to the patient. The user will not return the cool line catheter as it was disposed of on-site.